Event description:
It was reported that the patient's babysitter programmed a bolus for the patient with the meter, the bolus started to deliver and the pump shut off. The cap is reportedly secure. Reportedly the bolus did not record in the bolus history; however, the bolus amount in the total daily dosage shows 1.9 additional units.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): no damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width were was found to be within specification. Pump was opened and no damage was found to power circuit.